Event description:
It was reported that a user¿s Dexcom G7 sensor failed to pair with the iLet pump despite correct code entry and device restarts, resulting in multiple pairing failed alerts and dosing stops soon notifications, while the sensor remained connected to the Dexcom app and the user manually entered blood glucose values. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with review of device logs. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the systems, with involvement of the electrical and magnetic componentry and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.